Manufacturer narrative:
Concomitant medical products: 4068-52 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was low bipolar impedance along with noise. The rv (right ventricular) lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.